Event description:
It was reported that bd iag bc pro global wing needle did not retract. The following information was provided by the initial reporter: chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: (B)(6). Contact name: (B)(6). Phone: (B)(6). E-mail: (B)(6). Correspondence language: english. Cat# of product being complained: bd382923 description of product: catheter ins ag wgd 22gx25mm 50 ea/bx 4 bx/ca (200). Lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: unknown hospital complaint reference #:(B)(4). Details of complaint (reported issue): "nurse was starting an IV on a patient, the catheter needle did not retract when the nurse pressed on the button to retract the needle." Incident date and if patient injury occurred unknown. Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no qty affected: 1 ea samples available? No is customer requesting an rga?: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. It is stated that "incident date: (B)(6) 1980" this device was manufactured in (B)(6) 2024. Queried.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382923 and lot number 4162512. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.